Manufacturer narrative:
Based on the description, it is difficult to determine if the fall was the cause of any disfunction (disconnection of the distal catheter for instance) or the result of a disfunction. Anyway, the spva valve was conforming to its specifications in the return state. With the currently available elements, the analysis performed by our quality control department did not underline sophysa device abnormalities that could explain the reported underdrainage symptoms.

Event description:
74 year old male had a new sophysa polaris valve inserted on the (B)(6) 2022 for ? Blockage of previous sophysa polaris valve that was initially inserted on (B)(6) 2021. CT scan pre op (B)(6) 2022 showed slit ventricles. On the (B)(6) 2022 the 74 male had a fall and was confused. CT scan showed enlarged ventricles. This 74 yo male was taken back to theatre for a shunt revision on the (B)(6) 2022. The distal catheter was tested and was patent. The ventricular catheter was detached from the sophysa polaris spva valve and was patent with csf exiting the ventricular catheter freely. The sophysa polaris valve spva was removed with the surgeon requesting that it be sent to sophysa for analysis. A new sophysa polaris spva2010 was implanted. There have been no further reports of issues since.